Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted from clinic to stepdown unit with fatigue, low hemoglobin (7.6 grams per deciliter), low blood pressure, increasing dyspnea on exertion. The patient has a medical history of ischemic cardiomyopathy with systolic heart failure. On admission, he reported having dark stools. Hemoglobin dropped from 11.4 to 8.3 grams per deciliter. During admission patient was transfused x2 units of packed red blood cells for a drop of hemoglobin to 7 grams per deciliter. One unit of packed red blood cells was infused on (B)(6) 2019. Patient requires 1 unit of packed red blood cells every few days since admission. Esophagogastroduodenoscopy with pill capsule deployed and was negative. The gastrointestinal team saw the patient on (B)(6) 2019. Capsule endoscopy suggestive of proximal small bowel bleeding. Double-balloon enteroscopy on (B)(6) 2019 revealed several non-bleeding angiectasia in the proximal jejunum, which was treated with argon plasma coagulation. Aspirin was stopped. International normalized ratio goal was lowered to 1.5-2 in view of bleeding. Patient was managed with daily octreotide. Hemoglobin was stable on discharge. Patient was bridged with heparin and international normalized ratio on discharge was 2.1. Patient was advised to take warfarin 6 milligrams daily, get international normalized ratio checked on (B)(6) 2019 and have warfarin dose adjusted accordingly. Patient hemodynamically stable and discharge home on (B)(6) 2019.